Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe with bd¿ permanently attached needle there was an issue with labeling error. It was stated ¿the box read 1ml and the individual syringes inside the box read 1/2ml.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned a photo of a 1/2cc, 13mm, 29g bd safetyglide insulin syringe from cat # 305932 in a sealed blister pack with the shipping carton from lot # 8002686. Customer states that the box read 1ml and the individual syringes inside the box read 1/2ml. The attached photo was examined and exhibited the label on the shipping carton incorrectly identified the product as 1cc syringes from cat # 350930. See attached photos. A review of the device history record was completed for batch# 8002686. All inspections and challenges were performed per the applicable operations qc specifications. Note: while doing the DHR review it was observed that the wrong label (catalog # 305930) was found to be in with the label retains of catalog #305932. A zm was written [200753519]. There were two (2) notifications [200735281, 200735618] noted that did not pertain to the complaint. Manufacturing (holdrege) will be notified of this issue. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: CAPA (B)(4) and sa bddc-18-1288 were initiated by the holdrege plant to address this lot and event.

Manufacturer narrative:
The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd safetyglide¿ insulin syringe with bd¿ permanently attached needle there was an issue with labeling error. It was stated ¿the box read 1ml and the individual syringes inside the box read 1/2ml.¿ there was no report of injury or further medical intervention.